Event description:
Event description guidant received information that the during the implant procedure of this implantable cardioverter defibrillator (ICD) the insulation of the model 0072 shocking lead was found to have been damaged. The lead insulation was repaired and shocking impedance readings at that time were within normal limits. Guidant received additional information that several weeks later the ICD was emitting beep tones and displayed a low shocking lead impedance message upon interrogation.